Event description:
It was reported to philips that the device defib cable will not stay in place due to a broken therapy port. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device defib cable will not stay in place due to a broken therapy port. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the patient connection and the stabilization collar kit, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.